Manufacturer narrative:
A ge oec service representative investigated the issue and found the monitor needed to be adjusted and calibrated. Additionally, the service representative noted that the system software was not compatible with the facility pacs system and performed an upgrade as well. The system was tested and found to be operating as intended. The system was released to the customer for use. The facility was unable or would not provide any patient information with respect to this issue. There was no reported injury as a result of the described iq issues.

Event description:
This ge oec 9800 fluoroscopy system had a reported issue with black or grainy images.